Event description:
No additional information.

Manufacturer narrative:
Investigation result: one 10012241 sample was received for investigation; the 10012241 sample was received connected to a bd plastipak 50ml syringe, additionally three mfx2300ev sets were also returned, as well as a mv0420-0006 which was connected to a bottle of epirubicina. No packaging was returned for any of the products. The customer reported "when you disconnect the texium and/or the smarsite valve, they do not withstand the pressure and the drug spills out.¿ a visual inspection of the returned samples did not identify any obvious product defects or manufacturing issues which could have caused or contributed to the customer's experience. The returned texium sample were then subjected to pressure testing while connected to a stopcock from bd stock; leakage was observed from the connection of the texium and the stopcock, confirming the customer's experience. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. However, please note previous investigations have confirmed that the leakage was likely due to an asymmetry inside of the male luer body leading to an incomplete seal when activated. As a result of this finding, bd have reworked the mould tool to mitigate the leakage reported, as well as having implemented an enhanced inspection process of texium product to ensure distribution of unaffected product to the market could resume. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 10012241 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd texium closed male luer with female cap had leakage. The following information was provided by the initial reporter: loss of drug from the texium of the device my8030-0006. During use. The customer reports overflow during use of the code and connection to other texium systems (mv0420-0006s and mfx2300ev). The problem has been verified several times by the customer. It always occurs when using the drug epirubicin and only with this company/brand. Both before and after the critical recall on texium (10012241) and texium syringe (my80xxx-0006). I have visited the customer four times, and when I diluted the product, the incident never occurred. However, I would like to point out that this epirubicin has characteristics that have never been encountered before (very dense and with the ability to incorporate air and create very high working pressures). If you do not have very careful manual skills during the work phases, when you disconnect the texium and/or the smarsite valve, they do not withstand the pressure and the drug spills out. I shared this information with the staff and provided training, but every 4-5 preparations, the operators ¿run into¿ the problem and fail to manage the pressure of the system/drug.